Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2017 with the following findings: review of the black box data revealed multiple records of attempted rewind; there was no evidence of alarms related to the complaint. On investigation, the pump powered on normally. During the rewind process, the piston rewound and advanced fully. The pump was exercised for 24 hours without any error, alarm or warning occurring. Investigation did not duplicate the complaint and the pump was determined to be operating as intended without malfunction.